Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications; product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Date(s) of mesh revision? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2002 and the mesh was implanted. In 2013, the mesh found eroded across the urethra. The patient was investigated sporadically for recurrent uti and bladder over activity and underwent two cystoscopies. The patient also underwent a transvaginal excision of mid portion of the mesh, each side of section that had eroded into the urethra. The urethra was repaired with left martius fat pad and healed up well. The patient also needed subsequent further tests and a repeat stress incontinence surgery. Additional information has been requested.